Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The physical device was not received. Cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The phb data showed that the pod lost connection with the sensor at 02:47 on (B)(6) 2025, as indicated by estimated glucose values of -1, and encountered an unrecoverable sensor error at 02:52 on (B)(6) 2025, as indicated by estimated glucose values of -5. The pod was deactivated at 06:30 on (B)(6) 2025. The phb data showed that the system correctly responded to the missing sensor values, transitioning to automated mode: limited after four consecutive cycles. The system was transitioned to manual mode and insulin delivery manually paused around 03:42 and this suspension lasted until the pod was deactivated. The exact cause of the sensor error could not be determined, however it could be determined that the system responded as intended and delivered insulin as expected before and during the missing values. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025, the patient had been alone and the dexcom continuous glucose monitor (cgm) failed. The patient¿s husband had arrived home after the patient had not been getting any blood glucose readings for two hours and at that time the patient was on the floor (assumed to have fallen) and was shaking with a possibly grand mal seizure and a heart attack. The husband gave the patient 2 rounds of a glucagon kid and called 911. The patient¿s blood glucose was unknown. The patient was transported to the hospital and put in a medically induced coma. The patient died of unspecified complications on (B)(6) 2025. Further information about the events, diagnosis, and treatments were unspecified.